Event description:
It was reported that the patient this implantable cardioverter defibrillator (ICD) experienced a shocking pain in the area of the heart and device which completely took the patient's breath away as the patient was overdoing household chores. Boston scientific technical services (ts) referred that patient to the following physician device. As of this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient this implantable cardioverter defibrillator (ICD) experienced a shocking pain in the area of the heart and device which completely took the patient's breath away as the patient was overdoing household chores. Boston scientific technical services (ts) referred that patient to the following physician device. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.